Event description:
A consumer whose indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that they were having infection with the second implantable neurostimulator (ins) that was implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.